Manufacturer narrative:
E1: facility name "infusystem inc- (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm while on. It did make a continuous alarm like sound after the batteries were removed. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 104. Total reservoir volume: 200. Given: 183. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: 2. A closed system transfer device was used to fill cassette. The pump was used to prime the extension tubing. Patient had to wait longer in chair for pump to be removed as they were trying to infuse the remaining drug. This event occurred at the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.